Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed atrial undersensing of atrial flutter due to the atrial sense polarity is unipolar which will have atrial blanking during ventricular blanking. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an atrial flutter and the device did not mode switch due to not sensing the atrial events. Reprogramming was done and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.